Manufacturer narrative:
Exemption number: e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the scissors during a procedure for carpal tunnel syndrome. It broke suddenly during normal use and without unusual circumstances or force. The tissue was being spread using the baby metz scissors when the malfunction occurred; one of the sides of the handle broke off near the joint. The surgical outcome and patient data was not provided. Additional information has been requested.

Manufacturer narrative:
Investigation: vigilance investigation was carried out visually and microscopically. The pair of scissors is in very poor condition. The taped surface and the improperly sharpened edge of the blade are signs of a third party maintenance and are not according to the specifications of an ats repair. The brown/black areas at the fracture patterns are signs of a previous crack, most likely caused by an overload situation. This caused a weakening of the cross-section and was the starting point of the forced fracture. According to the remaining etched labeling, the pair of scissors was manufacturing before 1998. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the device. Rationale: due to the third party maintenance, we can no longer guarantee the quantity requirements of the clamp. No CAPA is necessary.